Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced spontaneous disconnection. The following information was provided by the initial reporter: new primary tube was primed and connected to the cvc. After infusing the tube broke from the middle (cut). All the volume of the IV medication delivered to the patient before this happened.

Manufacturer narrative:
A 2420-0007 sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience as the male luer appeared to have separated from the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. However a review for the production records for the 2420-0007 product did not identify any quality deviations in the past 12 months which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product in the international market.

Manufacturer narrative:
Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced spontaneous disconnection. The following information was provided by the initial reporter: new primary tube was primed and connected to the cvc. After infusing the tube broke from the middle (cut). All the volume of the IV medication delivered to the patient before this happened.